Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on a laparoscopic sleeve gastrectomy while the device was being applied to the fundus, the staple line was incomplete proximally. Another reload was used to fix the staple line and to complete the case. There was no patient injury.